Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the scale markings on the bd plastipak¿ syringe luer-lok¿ tip were partially missing and the piston became stuck during use, making medicine application slow and difficult. The following information was provided by the initial reporter, translated from french to english via google translate: "glue piston - doubts about the reliability of graduation - sticky does not glue properly (the surface is as a cireuse but it is intermitting handling not decreasing the speed of drug administration nurses say that when it takes a medicine there is one some quantity while this did not before, is not a unidentified medicine (sticky that does not stick) resuted to a medicinal drink / loss of time / risk of error".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the bd plastipak¿ syringe luer-lok¿ tip were partially missing and the piston became stuck during use, making medicine application slow and difficult. The following information was provided by the initial reporter, translated from (B)(6) to english via (B)(6) translate: "glue piston - doubts about the reliability of graduation - sticky does not glue properly (the surface is as a cireuse but it is intermitting handling not decreasing the speed of drug administration nurses say that when it takes a medicine there is one some quantity while this did not before, is not a unidentified medicine (sticky that does not stick) resuted to a medicinal drink / loss of time / risk of error".